Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent ¿alert 41¿ errors indicating an insulin shaft rewind malfunction on the ilet during a supply change, with the alert reappearing after multiple restarts; a replacement device was arranged and the user was instructed to revert to backup therapy and continue cgm through the dexcom app as needed. Symptoms included no reported adverse clinical effects. Outcomes included a temporary interruption of pump therapy with use of backup therapy. Investigation included review of the reported alarm behavior and device replacement logistics, customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.